Event description:
It was reported that the pacemaker system had exhibited jumpy right atrial (ra) lead impedances with an out of range measurement of 2000 ohms. Technical services (ts) was consulted and recommended reprogramming options and further lead testing. This ra lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).